Event description:
The customer initially called for a replacement battery cap for the insulin pump. The customer then reported that she was hospitalized for four days due to blood glucose levels above 600 mg/dl. The customer declined to conduct any troubleshooting. The customer stated that she had previously conducted troubleshooting on the insulin pump, also due to a hospitalization, and it tested fine. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see MFR report number 2032227-2009-00634 for the previous hospitalization mentioned on this report.